Event description:
It was reported that boston scientific technical services (ts) was contacted about questions regarding r-wave measurements being different from the results of the automatic threshold tests. Ts examined the data on latitude and discussed how it was actually cross-talk with atrial signals being sensed in the ventricle. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.